Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a healthcare professional (hcp) regarding a patient receiving morphine (unknown dose and concentration) via an implantable pump for spinal pain. It was reported the patient was told yesterday that the pump hasn¿t been working. The patient had an x-ray yesterday, and "there was a mass." The caller had no further information on location, etc. And had no further information about why the patient was having the scan.

Manufacturer narrative:
Continuation of d11: product ID: 8598a; lot# serial#: (B)(6); implanted: on (B)(6) 2019; product type: catheter; h6: the previously reported device and patient codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from an hcp via a clinical study on (B)(6) 2020. It was reported that the patient reported significantly increased pain on (B)(6) 2020. The intrathecal (it) rate was increased 20%. On (B)(6) 2020, the patient reported withdrawal and was scheduled for a same-day it rate adjustment. The it rate was increased 33% and two clinician administered boluses were delivered. The patient was monitored with no side effects and pain relief. On (B)(6) 2020, the patient was restarted on clonidine secondary to persistent withdrawal. The it rate was also increased. On (B)(6) 2020, the hcp sent the patient a message indicating their symptoms could also be due to opioid induced hyperalgesia, and the hcp wanted to change concentrations. On (B)(6) 2020, the pump was refilled, rotating to morphine. The hcp attempted to access the catheter to remove the fentanyl, but was unable to. A catheter access port (cap) dye study was performed which revealed a possible inflammatory mass. A plan was made for a catheter revision. On (B)(6) 2020, the patient underwent magnetic resonance imaging (MRI) with and without contrast which ruled out an inflammatory mass. On (B)(6) 2020, the catheter was repositioned secondary to catheter tip obstruction and the event resolved without sequelae on that date. No fur ther complications were reported or anticipated.